Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing uncomfortable heat at the ipg site when stimulation was turned off and when not charging. It was confirmed thru x-ray that the ipg had flipped. The patient will undergo a revision wherein the ipg will be secured, positioned back, turned to the right and possibly relocated.